Event description:
It was reported that the patient underwent a knee arthroplasty revision of the polyethylene tibial bearing to address pain and instability. Upon removal, the polyethylene was noted to be worn. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard cr monoblock tibia 75mm catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02938.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Visual examination of pictures provided identified that the articular surface was coated in foreign material, had pitting on the condyle mating surface and was fractured and heavily worn on the anterior surface of the implant. Radiographic review identified the implants were anatomically aligned without any abnormalities. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.